Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, a fold crease, broken shell, missing piece of the shell and wear abrasion. A microscopic analysis was performed which identified a sharp edge broken shell assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified that the thickness within specification. Based on the device analysis the final assessment is: a sharp broken shell on posterior due to an unidentified (tear) opening and a missing shell due to inconclusive. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.